Event description:
Customer in (B)(4) reported that css console #35 was supporting a pt implanted with the cardiowest temporary total artificial heart (tah-t). The customer reported that when the css console was disconnected from wall electricity, the css console stopped pumping and the battery indicators showed "red." The css console was then reconnected to wall power, and the css console resumed pumping. The customer reported that there was no harm or adverse impact to the pt. The pt was switched to a backup css console. Syncardia has requested that the css console be returned for eval. The results of the investigation will be provided in a supplemental MDR.